Manufacturer narrative:
The patient was discharged home and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Emergency medical services (ems) reported to the vad coordinator that the patient cut his driveline. The vad coordinator was seeking technical services to come out and fix the driveline. The patient's pump was stopped. The hospital is evaluating a second pump exchange for the patient. The patient is currently admitted and is being supported medically. The patient will now be "do not resuscitate" (dnr) status. The patient refused a pump exchanged and is going home on hospice.

Manufacturer narrative:
Based on the information available to the manufacturer, the report that the patient cut through their percutaneous lead, resulting in the pump stopping, could not be confirmed through this evaluation. However the device¿s approved labeling outlines how to care for the percutaneous lead, including how to avoid damaging the lead and the potential indications that you may have a compromised wire in the lead. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient expired on (B)(6) 2013 and the pump was not returned for evaluation.